Manufacturer narrative:
Concomitant medical devices: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
The manufacturing representative reported one entire lead was showing impedances of greater than 10,000 ohms. The cause of the high impedances was not determined. This was discovered following an overdischarge event. It was unknown if a surgical intervention was planned. Indications for use include failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.